Event description:
Allegedly primary surgery was performed at (B)(6), 2010. After the surgery, the surgeon found the loosening for the cup when the patient received the routine medical checkup. The surgeon believed this incident is likely "osteolysis". So revision surgery was performed at (B)(6), 2013. Medium activity level.

Manufacturer narrative:
The investigation is not complete. (B)(6). Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00057, 00058. This event occurred in (B)(6).